Event description:
Caller reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Cts provided assistance by helping the caller reset the pump, but the malfunction code recurred. Consequently, cts decided to replace the pump. The customer will use multiple daily injections as a backup therapy to ensure uninterrupted insulin delivery until the replacement pump arrived.